Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, pain, swelling, redness, bleeding and pus draining from the infusion site (arm) had occurred while wearing the pod between 49 and 71 hours. The symptoms lasted about two weeks and that's when the patient visited a physician and was prescribed a hormone cream. The patient's blood glucose levels also rose to 33 mmol/l (594 mg/dl) during this incident. A new pod was placed to treat high bgs.